Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 (B)(4) (hcp): information was received from a healthcare provider (hcp) regarding a patient implanted for rsd/causa lgia-complex regional pain syndrome. The hcp reported that they met with the patient to consult about the explant of their implantable neurostimulator (ins). The hcp stated that the reason for removal was because the patient didn¿t get good relief. The hcp didn¿t have any further information regarding when the event occurred. They indicated that it sounds like the patient hadn¿t used their insin a while. No further complications were reported or anticipated.